Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported a 46-year-old male patient in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During repositioning attempt on the impella cp, it began suctioning and left ventricle/thoracic aorta waveforms became erratic and inconsistent. They attempted to stop the pump and restart, which was successful for only a few minutes. Despite repositioning attempts, the pump would not resume normal flows or waveforms, so decision was made to replace the pump.